Manufacturer narrative:
Concomitant medical products: product ID 64001, lot# n259619, implanted: (B)(6) 2011, product type: adapter; product ID 64001, lot# n259543, implanted: (B)(6) 2011, product type: adapter; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3389s-40, lot# v095377, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that in the past the patient had gone to their healthcare professional and when they would check the device settings they would be different. It was noted that the patient claimed the device was changing the settings on its own but the patient¿s mother felt the patient was messing with the buttons too much. No interventions or outcome were reported regarding the event. Further follow-up is being conducted to obtain this information.